Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23028 and 2017865-2021-23035. It was reported that after replacing accent devices due to normal longevity, there was an overestimation of longevity given by the device. No intervention has been performed at this time. Further information was requested, but was not received.